Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 26mm pericardial mitral valve, implanted fifteen (15) years, eight (8) months, was failing and 67 year old patient experienced exacerbated heart failure. During valve in valve procedure it was noted prior to implant of second device that prosthetic mitral valve leaflets were stenosed and "did not move much." Gradient across mitral valve changed from 40mmhg to 4mmhg after implant of second device. Patient was reported to be in stable condition post procedure with no reported complications.